Event description:
Caller reported in 2003 to MFR rep that perfusionist reported today that last week (thursday or friday) another perfusionist had an arrest cassette leak. The disposable was primed and case began. The surgeon wasn't getting a good arrest and asked the perfusionist if everything was okay. Perfusionist continued (did re-fill the arrest cassette). The arrest was good and case completed. After the case, the customer noticed that the arrest cassette had leaked.